Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. Prior to the shutdown, the customer received low power alerts and alarms. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer was able to successfully load a new cartridge and resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.